Event description:
It was reported that the external pulse generator would shut down immediately once the battery drawer was opened. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is out of electrical specification. Upper and lower cases are broken. Battery release and battery drawer are contaminated. Lead flex cover is corroded. Battery contacts are compressed. Keyboard is scratched.